Event description:
It was reported that sometime post a dialysis catheter placement, the catheter cuff appeared papery with no fibrosis. It was further reported that the catheter allegedly came out spontaneously from the patient's body. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm glidepath d/l catheter received for evaluation. Microscopic, visual, tactile and functional testing were performed. Slight fiber disturbance was noted throughout the tissue cuff. Residue was also noted throughout. Both the luer was patent to infusion and aspiration without issues. One electronic photo was provided for review. No visual anomalies were noted. Therefore, the investigation is inconclusive as the supporting evidence of the reported loosening of implant and expulsion issues is not available. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter cuff appeared papery with no fibrosis. It was further reported that the catheter allegedly came out spontaneously from the patient's body. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.